Manufacturer narrative:
Device evaluation?: analysis of the pump found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine (10 mg/ml at 1.1 mg/day) via an implantable pump. The pump's indication for use (IFU) was noted as spinal pain. It was reported that the pump logs showed that a motor stall occurred on (B)(6) 2016 at 13:39 and motor stall recovery occurred on the same day at 14:59. The patient had not had magnetic resonance imaging (MRI) performed. The patient thought she was at work at the time of the motor stall. No symptoms were reported in association with the motor stall. Additional information provided by the rep on (B)(6) 2016 indicated that the pump was replaced on that day due to the reported motor stall and that the cause of the stall was not determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.